Event description:
It was reported that upon set up prior to a procedure, the customer was unable to insert the handpiece into the motor drive unit as the connector was jammed. The procedure was reported as cancelled.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. It was found at visual inspection that the unit had minor chips, scratches, and dents. The cpc connector does not function. The unit powers on normally, however it was noticed that the release "push in" part of the cpc connector is stuck and prevents the hand piece from being attached. Upon replacement of the cpc connector it was found that cpc nut, and front and back washers had some type of loctite adhesive on them. It was also found that the unit was missing the lock washer on the pcba toggle switch assembly. Possible customer abuse is suspected due to a damage tamper-proof seal.